Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the cable connecting the distribution node (dn) to the rear-1 therapy electrodes being pulled from the strain relief, damaging wires in the cable. The monitor did not pass detect and treat testing. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.